Event description:
It was reported that the tubing of an intermate had separated out of the top of the device. This occurred prior to the use of the device. The reporter stated that when the device was removed from the patient?s refrigerator the tubing separated from the device next to the fill port. The device was filled with one gram of invanz dissolved in 100ml of normal saline. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The evaluation confirmed the reported condition. The cause was determined to be an excessive pulling force on the device. The source of the pulling force is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified that the tubing was separated from the junction of the stress member. Initial inspection confirmed the reported condition. Should additional relevant information become available a supplemental report will be submitted.